Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that drawer failed by rail opened and had grinding noise. As per part investigation, it was determined that the retainer bracket and ball bearings were missing. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex g codes. Correction: section d unique device identifier (UDI). Part analysis: the reported condition of a drawer rails failing was confirmed by the field service engineer (fse). According to work order (wo) (B)(4), the field service engineer (fse) identified that drawer 5.2 had damaged rails. The fse replaced the drawer, tested it along with all cubie pockets, and confirmed they were functioning correctly. External visual inspection of the received assy smart hh cubie drawer was conducted. No visible damage was found during the inspection. Testing of the half height cubie drawer (bottom drawer), which was inverted for evaluation and subjected to repeated opening and closing, revealed that the retainer bracket and ball bearings were missing. This condition created the impression that the drawer was off its rails and produced a grinding noise when opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue where drawer 1.2 (bottom drawer) comes off the rail and has a grinding noise was determined to be a missing slide bumper.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer 5-2 had failed due to damaged drawer rails. A field service engineer replaced the half-height drawer, tested all drawers and pockets, and confirmed they were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that drawer failed by rail opened and had grinding noise. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that drawer failed by rail opened and had grinding noise. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.